Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent total hip arthroplasty in 2004. Subsequently, the surgeon decided to convert to a constrained liner because the patient is partially paralyzed and had dislocation issues. A revision surgery was performed at approx 25 days later to remove and replace the head and liner.